Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3387-40, lot # j0322214v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3387-40, lot # j0320048v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that impedances read were less than 250 ohms. It was noted that this was during a replacement procedure. They were getting less than 50 ohms for pairs 0-1, 0-3, and 1-3. It was noted that other values were normal. It was noted that the manufacturing representative inquired if this was short circuit. The manufacturing representative had not known when the short circuit occurred or if there were any falls or trauma. Additional information requested but had not been received as of the date of this report. Reference manufacturer report# 3004209178-2013-14928.